Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not receive the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. The reported issue was resolved by reseating the endoscope. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the endoscope image was upside down. The system logs show error 282 for universal surgical manipulator (usm)3 endoscope arm. The customer reseated the endoscope, and the issue was resolved, and the image was no longer upside down. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the image went upside down. The issue happened with the first endoscope and then we used another endoscope. The second endoscope also had the same issue. The customer reseated the arm 3 and the issue was resolved. The customer believes the issue was not with the endoscope. The vision issue did not result in patient injury.